Manufacturer narrative:
The reported event of no capture was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix fully retracted and clogged with blood tissue. Examination of the lead found the inner coil to be over torqued at the connector. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and helix clogged with blood tissue. Electrical testing did not find any anomalies except procedural damage.

Manufacturer narrative:
Correction: b5 should mention asystole h6 health effect - clinical code should be 1721 - arrhythmia.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. It was noted that the right ventricular lead exhibited failure to capture and helix extension difficulty. Additionally, it was noted that the patient went asystolic during the lead implant. The lead was removed and replaced in the same procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. It was noted that the right ventricular lead exhibited failure to capture and helix extension difficulty. The lead was removed and replaced in the same procedure. The patient was stable.